Event description:
The report received from the database indicated that during the index procedure, a cypher select plus 3.0 x 18 mm stent was implanted electively in the proximal left anterior descending (lad) target lesion at 16 atm. The stent was post-dilated with a 3.0 x 8 mm balloon at 20 atm due to the stent not being fully expanded. After the post-dilation, the distal lad was occluded possibly due to a possible distal embolus of thrombus or plaque material. This was treated by super-selective injections of adenosine and nitroglycerin. Reopro was also administered intravenously. The event was reported to be unrelated to the study device and possibly related to the procedure. The event was reported to be moderate in severity and not a serious adverse event (sae). The event outcome information was reported to be complete and the event was resolved without sequel. Cardiac enzymes post-procedure were reported to be normal. The patient was discharged nineteen (19) days after the procedure.

Manufacturer narrative:
The indication for the procedure was unstable angina with resting ECG changes. The target lesion was the proximal lad. The lesion was reported to be: a diffuse in stent restenosis of a previously implanted drug eluting stent (des)- a costar 3.0 x 16 mm implanted five months earlier, 3.0 mm vessel diameter, 12 mm in length, a 70% stenosis, not a bifurcation/ostial or total occlusion, irregular, eccentric, a readily accessible proximal segment, not angulated, absent of thrombus, little or no calcium, and type b2. The lesion was pre-dilated with a 3.0 x 8 mm balloon at 16 atm. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.